Event description:
The reporter stated that, according to a report published by the united states government printing office in medical technology, 9/92, some cardiac pacemaker leads have polyurethane insulation to protect the wire. Polyurethane has a tendency to crack which permits body fluids to penetrate through the wire and short-circuit the pacemaker. The reporter stated that between 400,000 and 700,000 pts have these leads and they and their physicians are not aware that this can occur. Add'l models are 6991u, 4512, 4951, 4002, 4011, 4012, 6957, 6959, 6971, 6972, 6993.